Event description:
The customer reported the device failed the audio test during op check .

Manufacturer narrative:
(B)(4): the customer reported the device failed the audio test during op check the device was evaluated at philips and the symptoms was verified. The speaker was replaced to resolve the reported issue.